Manufacturer narrative:
Product analysis: analysis was able to confirm the overheating error message. The power supply was out of electrical specification; the power supply and micro processor unit (mpu) were replaced, and the hard drive was re-imaged. Analysis was unable to confirm the complaint of a purple tint to the screen; the low voltage differential signaling (lvds) connector was re-seated as a preventative measure. The reported printer issue could not be confirmed; no errors were found. However, the printer drawer was missing the release latch and roller gears were worn. The printer drawer was replaced. Analysis also noted both slide rails were broken, the serial port was missing both standoffs, and the left keyboard hinge was broken. There was corrosion on the lower display hinges, so the hinges were replaced, and bullet covers were added. Both the power cord bay latch and keyboard latch and the upper and lower replacement handles were broken. The spring clip and keyboard cover were missing. All broken, missing, worn parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was dropped and now the screen flashes a tint of purple. There was also an error message that stated, "warning! Programmer has overheated. Please turn off and allow to cool down." Additionally, the printer paper tray spits out two and a half pages when the advance button was pushed causing the reports to print on a half page. The programmer was returned for service. There was no patient involvement.